Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated he's getting an intermittent error code 205 and the chair is shutting down.